Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned, and investigation completed by product analysis on 17-apr-2019 with the following findings: review of the black box data and pump alarm history revealed frequent low battery warnings and replace battery alarms recorded. On investigation, the pump powered on normally. Electrical current draws were evaluated and found to be within specifications. The pump was exercised for 12 hours without any indication of a battery life issue or interruption in power. Investigation did not duplicate the complaint.